Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to charge the pump with different supplies, but the issue persisted. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.